Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding on lcd glass, minor scratched lcd window and cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump was cracked on the screen and the customer's mother could not see what it said. Customer's blood glucose was not known. It was advised to discontinue use and revert to back-up plan. Nothing further reported.